Manufacturer narrative:
Complainant name: (B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 3.00x38 synergy ii drug-eluting stent, it was noted that the stent was deformed. The device was not used on the patient. No patient complications were reported.